Manufacturer narrative:
The console was evaluated and repaired in the field on (B)(6) 2016 non-qualified (B)(6) technician. The reported error was confirmed and determined to be the result of a faulty top cover. The top cover was replaced. The system was tested and verified to specification.

Event description:
It was reported that during a bph surgical procedure at 255,512 joules of use and 36:18 minutes, the console restarted and displayed error 521. The customer was unable to clear the error that occurred and the case was aborted. Patient outcome: "ok". No harm to the patient reported.